Event description:
It was reported that there was a gradual decline of the r-wave value and undersensing was suspected. The lead was explanted and replaced. It was also reported that the device had sensing difficulty and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.